Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033251) on 03-feb-2014. The most recent information was received on 25-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed every day/bright red blodd was running down my legs/40 days straight I bled red blood, left a pool of blood') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included graves' disease and parity 5. In 2013, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced basedow's disease ("I had graves disease/after hysterctomy now its not working at all"), thyroid disorder ("thyroid issue-on thyroid replacement medicine"), pelvic pain ("pain was unbearable") and gastrointestinal motility disorder ("small bm/lil poop"). The patient was treated with surgery (total hysterectomy, taking everything). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage had resolved and the basedow's disease, thyroid disorder, pelvic pain and gastrointestinal motility disorder outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered basedow's disease, gastrointestinal motility disorder, pelvic pain and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033251) on 03-feb-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed every day') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included graves' disease. In 2013, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced basedow's disease ("I had graves disease/after hysterectomy now its not working at all") and thyroid disorder ("thyroid issue-on thyroid replacement medicine"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage had resolved and the basedow's disease and thyroid disorder outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered basedow's disease and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(6)." FDA evaluation codes: method: 3323 ¿ no testing methods performed. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint / 92 ¿ device not returned. Final risk classification risk category v. Medical assessment: the event reported is a possible undesirable event with the use of essure and is not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event graves disease and on thyroid replacement therapy was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033251) on 03-feb-2014. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes method: 3323 ¿ no testing methods performed. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint / 92 ¿ device not returned final risk classification risk category v. Medical assessment: the event reported is a possible undesirable event with the use of essure and is not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed every day/bright red blodd was running down my legs/40 days straight I bled red blood, left a pool of blood') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included graves' disease and parity 5. In 2013, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced basedow's disease ("I had graves disease/after hysterctomy now its not working at all"), thyroid disorder ("thyroid issue-on thyroid replacement medicine") and pelvic pain ("pain was unbearable"). The patient was treated with surgery (total hysterectomy, taking everything). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage had resolved and the basedow's disease, thyroid disorder and pelvic pain outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered basedow's disease, pelvic pain and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes. Method: 3323 ¿ no testing methods performed. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint / 92 ¿ device not returned final risk classification risk category v. Medical assessment: the event reported is a possible undesirable event with the use of essure and is not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event pelvic pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033251) on 03-feb-2014. The most recent information was received on 15-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed every day') in a female patient who had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (total hysterectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage had resolved. The reporter provided no causality assessment for genital haemorrhage with essure. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in dev@com.¿ device not returned. Final risk classification risk category v. Medical assessment: the event reported is a possible undesirable event with the use of essure and is not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 15-jan-2020: on follow up case become potential legal case. Added reporter. On 20-sep-2013, she implanted essure (previously reported as 2013). On (B)(6) 2013, she explanted essure (previously reported as 2013). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.